Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 600 mg/dl and diabetic ketoacidosis. Reportedly, the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer gave a manual injection to address bg. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 9 hours later with the issue resolved and no permanent damage. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy.